Manufacturer narrative:
(B)(4). Concomitant medical products: 47235800805 distal medial humeral plate left 5 holes 104 mm length, unk zplp 3.5mm locking screws, unk zplp 3.5mm locking screws, unk zplp 3.5mm locking screws. Report source: foreign- united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00025, 0001822565 - 2023 - 00029, 0001822565 - 2023 - 00030, 0001822565 - 2023 - 00032.

Event description:
It was reported during a retrospective clinical study that the patient was diagnosed radiographically with a non-union. Subsequently, the patient was revised five years post initial implantation for removal of implants and a bone graft was done. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had a orif of the left distal humerus. Subsequently, approximately 7 years ago was revised due to increasing pain, struggle with end range extension and evidence of loosening of the proximal screws and plate, and malunion at the fracture site found on radiographic imaging. During the revision, a bone graft was placed at the malunion site and all components were removed and a new distal-medial humeral plate with k-wires was implanted.

Manufacturer narrative:
(B)(4). Reported event was confirmed as review of the available records identified a orif distal humeral fracture complicated by proximal screw loosening and fracture non-union. Subsequent orif revision with subsequent plate retraction and extensive screw loosening with persistent non-union. Extensive screw loosening of both the original humeral orif and subsequent revision with fracture non-union and malalignment as described. Initial bone quality was mildly osteopenic with marked progression over time to severe osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.